Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was performed only by the photos provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number in the photo matches the report. Our evaluation of the photos provided confirmed the report. The photos show the device in a coiled position, and the catheter appears to be broken somewhere along the middle of the device. Although the report states that the catheter breakage occurred prior to use the balloon appears to have been cut from the distal end of the device. No additional details can be determined from the photos received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that upon opening the package, the material was damaged with a fold in the medial region where a crack was found, making it impossible to use. Customer provides pictures that shows catheter breakage and a cut off balloon at the distal end of device. This occurred prior to patient contact; there was no impact to the patient.